Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery using the preclose technique prior to an interventional procedure for peripheral arterial occlusive disease (paod). The arteriotomy was an 8f. Reportedly, when the plunger was retracted a posterior cuff miss occurred. The proglide was removed and two additional proglide sutures were placed using the preclose technique. Two proglide sutures were also placed in the left common femoral artery using the preclose technique. The sheath was upsized to a 20f and the interventional procedure was completed. Hemostasis was achieved in both the right and left common femoral arteries using the pre-placed proglide sutures. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported needle to cuff miss was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.